Manufacturer narrative:
(B)(4). Additional information requested: what other instruments were used during the surgery? Where was the nseal535rh device being used? What were the sizes of the arteries/vessels that were being taken? Was the tissue thick, dense and fibrous? Were there any issues noted with hemostasis during the initial procedure? Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Did the gen11 display any yellow alert screens during the procedure? Did the surgeon hear the tone changes? When is surgeon advancing knife blade in relate to tone 2; was tone 3 heard? How long has the surgeon and account been using the nseal535rh? How long after the original procedure did the bleeding occur? What signs or symptoms did the patient present with that lead to the re-op for the bleeding? Was the surgeon able to determine where the bleeding was from? Was the bleeding from an area that the nseal535rh was used on? How was the bleeding controlled in the re-op? Was a transfusion required? What is the patient¿s current condition? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?

Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon indicated that the enseal was used to seal an omental artery. The patient had severe bleeding post op and had to be taken back to the or for bleeding control the following morning. The enseal was used to complete the procedure. One device was discarded.